Manufacturer narrative:
MDR (B)(4)/ initial 1 of 2 e1 : establishment name : ypsomed ag street : weissensteinstrasse 26 city : solothurn country : switzerland postal code : ch-4503 phone : +41 34 424 45 51 based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It is reported that the patient faced infusion set issues with multiple sets on (B)(6)2026 as infusion set was coming away from the insertion device.